Event description:
It was reported that during implant the physician had issues affixing the right atrial (ra) lead. Two placements were attempted with dislodgement occurring a few minutes later. Once the ra lead was finally placed it was decided to move the lead. The physician was unable to advance the guidewire into the lumen of the lead and it was suspected that the ra lead was compromised and possibly kinked. It was also suspected that the helix may be damaged since placement did not go routinely. The ra lead and guidewire were attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The lv1/distal conductor was extrinsically distorted from over-rotation at implant/explant. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. The analyst noted a fresh gray 14-45 stylet was inserted in the lead and came to an obstruction at 1.5 cm. The distal conductors were distorted from over rotation of the helix at 1.5 cm due to over rotation of the helix. There were no anomalies found with the helix of the lead. There were no anomalies found with the body of the lead during visual inspection of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.